Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2007. On (B)(6) 2011, it was reported that the ipg could not communicate. The pt had not used stimulation or charged the system for two yrs. The ipg was explanted and replaced on (B)(6) 2011. No additional info is available at this time.